Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. The additional perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A cuff miss occurs when the needle travel path (trajectory) was not correct when the user deployed the proglide device. A cuff miss can be influenced by, but is not limited to, manufacturing, user technique, and/or anatomical conditions. During the manufacturing process, the needle trajectory is visually and functionally tested. During use, a change in angle or torque of the device could translate to a change in needle trajectory leading to the observations of this incident. As the needle travels through tissue, the needle trajectory can be influenced by more dense tissue such as scar tissue and calcification, and can be deflected causing a needle to cuff miss. The amount of deflection will depend on the severity of the anatomical conditions. The evaluation could not conclude that manufacturing, user technique or anatomical conditions had influence on the reported experience. A cause of this event could not be determined by the reported information. A review of the finished device lot history records did not reveal any nonconforming material records which could have contributed to the reported event. A query of the complaint database was performed and there is no indication of lot product quality deficiency.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after an unspecified procedure. Reportedly, after the plunger was removed, the suture was not attached. Another proglide was used with the same results. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.